Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07224 it was reported that experienced discomfort the ipg site and that the location of ipg pocket site is not ideal surgical intervention may be undertaken to address this issue.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.